Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The reported event code could not be duplicated. After clearing the code and performing energy calibration, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Based on the available information, physio-control has determined that it's reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A customer contacted physio-control for annual maintenance on their device. During initial evaluation, physio-control observed that the device had logged an event code in its memory that is indicative of a device failure to deliver defibrillation energy. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.